Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.

Event description:
The pt received a scs system including a surgical lead on (B)(6) 2009. The pt claimed that the stimulation was not covering all her areas of pain. She started losing coverage a couple of months ago and had the system turned off. A sjm rep helped the pt get the coverage in her left hip but not across her lower back as needed. The pt will make an appointment with the implanting doctor to resolve the inadequate coverage issue.